Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to an infection. A tactra penile prosthesis was implanted.

Manufacturer narrative:
A DHR review found no evidence that the device failed to meet specifications. Visual inspection and functional testing of the cylinders found no leaks. Both cylinders had wear at fold in cylinder body. The momentary squeeze pump was visually inspected and no leaks were found. The pump failed the 8lb activation test as it required more than 8lbs of force to activate. No defects were found on the device that could be related to the reported infection. A review of the labeling confirmed that infection is included in the product labeling. Based on the investigation results, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to an infection. A tactra penile prosthesis was implanted.